Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the cause of stimulation strong, intermittent stimulation, and difficulty connecting/staying connected was not determined. The contributing factor was multiple sclerosis. Issue unknown to be resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they could only feel stimulation on one side and patient wanted to know if it was normal to feel the stimulation sensation intermittently, like for example when patient used the toilet. Patient also reported that one time they were walking and felt a sudden zing. The patient also reported they were going to the bathroom more often so they increased stimulation and then felt it non-stop all day. It was not painful it was just highly irritating especially because it was only on their left side so that made it worse. The patient stated they were feeling it when standing and did not matter what position they were in so lowered it and then were right back to peeing all the time and then the next day it was working fine. Every time patient used their smart programmer to adjust settings they had issues connecting and patient often encountered the device not responding message. The patient had difficulties with this since shortly following implant and spoke with the manufacturer representative (rep) who told them how to use it. Patient still had difficulties getting it to connect or stay connected when making changes. Patient services reviewed general expectations regarding stimulation sensation and recommended patient decrease stimulation if ever uncomfortable. Patient services recommended patient palpate the ins site and line up the top of the communicator with the top of the implant to see if this will improve telemetry. The patient indicated they had never done so previously so they will try this in future.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.